Event description:
It was reported that the carescape b850 monitor stopped displaying physiological data and the nursing staff had to put the pt on a portable monitor. It was estimated that it took approx 10 minutes for the staff to change the pt over to the portable monitor. There was no serious injury or death associated with this event, no was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.